Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to update e4/h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the instrument channel outlet, had entered inside the instrument channel and resulted in the clog. The cause of the material entering the channel could not be specified. It was confirmed that reprocessing was implemented according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. It was noted that the material may be part of a tip protector. Pre-cleaning information- there was no delay to the start of pre-cleaning which was done properly. The user aspirated water from the forceps/suction channel. Manual cleaning information- the accessories used for reprocessing were normal. The user wiped/brushed the forceps opening on the tip with a gauze, brush, or sponge. The user brushed the forceps channel. There were no concerns with reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the forceps channel of the subject device was clogged. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material coming out of the forceps channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found foreign material coming out of the forceps channel due to clogging caused by insufficient cleaning. In addition, the adhesive on the bending section cover was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.